Event description:
No injuries, the rptr noticed the problem before injury occurred. Rptr purchased a "personalized toothbrush from the rptr's local meijer's store. The toothbrush plastic fractured on the side during normal brushing giving off 3 shards of plastic which rptr noticed in their mouth before injury occurred. Rptr reported this incident to an agency who referred them to this agency as it was considered a cosmetic product regulated by FDA.